Manufacturer narrative:
One ha coated tapered screw vent implant was returned for inspection. Visual inspection revealed minimum wear about the threads, collar, and internal threads. The reported mount was not returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants 9665 rev 0-09/14. Information identified: technique information: step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual#: 5161. The device was able to assemble and disengage with an in house mount. Due to the mount not being returned, the complaint is non-verifiable. The following sections have been updated: date of this report. Manufacturer. Device expiration. UDI number is n/a. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Event date not provided/unknown.

Event description:
It as reported that the mount as stuck to the implant (B)(4). Another implant was placed during the same procedure. Tooth location 4.